Manufacturer narrative:
Manufacturing review: the device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately two years post filter deployment, first attempt was made to retrieve the filter, but the procedure was unsuccessful. Approximately one month later, second attempt to retrieve the filter was attempted. Unfortunately, despite numerous attempts and methods, the filter could not be removed. Approximately one year later, computed tomography revealed an age indeterminate pulmonary embolism. It appeared that the age indeterminate thrombus was possibly from clots that were formed around the filter, that might have traveled to the lung. Around 2 years and 10 months later, computed tomography revealed the apex of the filter lay at the approximate level of the right renal vein. The apex of the filter touched the posterior wall of the inferior vena cava to the right of midline. There were at least 2-3 of the longer struts on the left, which appeared adherent to one another. Therefore, the investigation is confirmed for retrieval difficulties. Additionally, it can be confirmed that the patient experienced pulmonary embolism post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that device was unable to be retrieved. The device was removed after attempted but an unsuccessful percutaneous removal procedure. The current status of the patient is unknown.